Event description:
It was reported that a patient experienced a leaking cartridge after changing supplies, consistent with a device leak involving the reservoir component; the patient replaced the supplies and the issue did not recur. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at or related to a seal, aligning with a leak/splash device problem associated with the reservoir. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.